Event description:
Pocket infection reported. The lead was partially removed. A proximal segment of the lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No further patient complications were reported as a result of this event.